Event description:
Boston scientific crm received information that this patient exhibited loss of capture and low impedance. Patient is scheduled for a lead revision surgery. No adverse patient effects. At this time, no additional information is available. If additional information becomes available, this event will be updated.